Event description:
The customer initially reported that their device had its service light illuminated and had logged multiple event codes. After an evaluation by physio-control, it was observed that the device would not complete the boot up process. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed that the hardware on the pcb for a transistor, designator q4, was shorted due to a misalignment of the hardware. The isolation barrier tape was determined to be compromised. The initial medwatch report should indicate: physio-control evaluated the device observed the reported event codes. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and did not verify any boot failure but did observe a failure with the AED functionality. The cause of the AED failure was due to a transistor, designator q4, which was shorted due to a misalignment of the hardware. The isolation barrier tape was determined to be compromised.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed that the hardware on the pcb for a transistor, designator q4, was shorted due to a misalignment of the hardware. The isolation barrier tape was determined to be compromised.